Event description:
The customer reported that when the device was plugged in, it stayed on. No injuries reported.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.